Event description:
On (B)(6) 2011, a male pt underwent a aaa repair. In additional on the abdominal aneurysm, the pt also had an aneurismal left common iliac, which was also treated during the time of the procedure. The physician indicated that the distal seal zone had been compromised and thus the abdominal aortic aneurysm was continuing to grow. The physician had intended to perform a secondary intervention to correct the problem; however, the pt expired due to an abdominal aortic aneurysm rupture.

Manufacturer narrative:
Ruptures and death are labeled in the IFU. Event eval: still under investigation.